Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, this type of damage is most likely related to the operator's technique. The instruction manual contains several warning and caution statements in an effort to prevent damage to the electrode. "Inspect the hf-resection electrode and the hf cable warped electrodes, defective insulation and cracked or irregular cutting loops represent a danger to the patient and the surgeon. Never try to bend irregular cutting loops into shape. Inspect the hf cable for defective insulation. Do not use defective instruments. When attaching the electrode and when checking the locking of the electrode, make sure not to pull too forcefully. Otherwise the electrode may be damaged." If additional information is received or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a cystoscopy clot evacuation procedure, the tip of the electrode broke off inside the patient. The broken electrode was identified by performing a kidneys, ureters, and bladder x-ray (kub). Part of the discharge plan was for the patient to follow up with an urologist for removal of the electrode. It is unknown if the electrode was retrieved from the patient. There's no allegation of patient harm. In addition, it was reported that the patient had transferred from an out of state hospital for treatment of an unknown cause of hematuria, and failure of catheters to drain the patient's bladder. The patient had undergone surgical procedures at the out of state hospital and there was concern that there may have been bleeding from the bladder and possibly the prostate. Olympus made multiple attempts to contact the user facility to obtain additional information regarding the reported event, but no additional information was provided.